Event description:
The pt was injected in both nasolabial folds, the pre-jowl sulcus, and the oral commissures. The pt allegedly developed swelling, palpable induration and tenderness around the mouth. The pt was treated with wydase, avelox and minocycline.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specs, and did not reveal any issues with the alleged product lot.